Manufacturer narrative:
It has come to co's attention since the submission of the initial report on 12/15/1997 that this event is not reportable under MDR regulations. Please disregard the event reported under this reference number 1219930-1997-02694.

Event description:
The device was used during a varicose vein procedure. Reportedly, the clips did not advance properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.